Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering due to decreasing ratios and blood glucose keeps running low. The customer experienced low blood glucose of 52 mg /dl. The insulin pump will be returned for analysis.